Manufacturer narrative:
(B)(4) lot number 01424664 is cordis lot number 01424664. (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of lot 01424664. The device history record review also included a review of the certificate of conformance received from (B)(4), along with (B)(4) for the stents issued to the complaint lot. This packaging lot contained (B)(4) units, which were shipped from (B)(4) on (B)(4) 2010. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
One non-sterile enterprise vrd and delivery was received coiled inside a plastic bag, only the delivery wire was received (no introducer tube, no stent), the unit presented several bents along the coil tip also presented a fracture on the coil tip, the fracture point was near to the proximal end of the proximal marker band of delivery wire, the separated section of the unit was not returned for analysis. No other visual anomalies were noted. The coil tip was observed under the microscope; the coil tip presented a stretched section (6 cm from the proximal end), also the coil tip presented a fracture on the distal end and no other anomalies were noted. Unit was sent to sem for further analysis. Sem analysis showed that the core wire fracture/separation surfaces presented evidence of smearing characteristics as well as ductile dimples. Pulling or tension motion could be related to these surface characteristics; however the exact cause of the possible separation could not be conclusively determined. Cutting as the root cause was discarded (by comparison) since the fracture sites did not present any characteristics typical of this failure mode. There was no evidence of corrosion or pitting found in the sample. Functional analysis was performed and after everything was prepared the delivery wire (without stent) advanced through the microcatheter without any resistance/friction and when the delivery wire was removed no anomalies were noted; note: due to the complete unit was not received lab samples were used on this analysis (microcatheter and introducer tube). (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of lot 01424664. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. The failure reported by the customer as delivery wire fractured-separated/in patient was confirmed since the piece was received already fractured. The failure reported by the customer as delivery wire withdrawal difficulty-snagged/caught on stent could not be evaluated due to the nature of the complaint however during the functional analysis the delivery wire (without stent) advanced through the microcatheter without problems. The analysis, sem results and the DHR review indicates that the device did not present any obvious indication of manufacturing defect or anomaly; it is possible that handling/procedural factors may have contributed to the event as reported. The records indicated that the product met specification prior to shipment; therefore no corrective action will be taken at this time. Additional information will be submitted with 30 days of receipt.

Manufacturer narrative:
Please note that the following information was inadvertently not included in the initial medwatch report: during initial insertion, there was no resistance through the y-connector, microcatheter hub, or microcatheter shaft. No additional force or torque was used at any time. During initial positioning of the delivery system, the distal tip was place in a small branch or at an acute angle. During the procedure, no additional torque was applied to the enterprise delivery system while the distal tip was deep within the small branch, and no time was the enterprise system utilized like a guidewire. One to one torque was maintained under fluoroscopy at all times with the enterprise delivery system. Prior to inserting in the patient, the distal tip of the enterprise system was not damaged. The distal tip of the enterprise system was not re-shaped. There was no resistance/friction with the microcatheter. The target site was the (ica) internal carotid artery with a diameter of 4mm. No further information was available including films. It was reported that after deploying the 4.5x22 enterprise stent without incident, the delivery wire snagged on the tines of the stent and the wire sheared off. Upon pulling back on the wire, it was noted that the distal 12mm of the wire segment sheared off in the parent vessel. The stent remained in the desired position. Because it was considered risky with a stent deployed and coils in the aneurysm, an attempt to retrieve the distal wire was not made. The distal delivery wire was remained in the patient. It was reported that the patient is in stable condition and will be followed per hospital protocol. It was further reported that the distal tip of the delivery wire was not reshaped and there was no resistance at any time during delivery of the enterprise. The distal tip of the delivery system was not placed in a small branch or at an acute angle at any time. The delivery wire was not used as a guidewire. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01424664. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. One non-sterile device was received coiled inside a plastic bag, only the enterprise delivery wire was received. The introducer was not received and the stent remains implanted. The unit presented several bents along the coil tip and it presented with a fracture of the coil tip. The fracture point was near to the proximal end of the proximal marker band of delivery wire. The distal separated section of the unit was not returned for analysis; it was reported that it remained in the patient. No other visual anomalies were noted. The coil tip of the delivery wire was observed under the microscope. The coil tip presented a stretched section (6 cm from the proximal end), also the coil tip presented a fracture on the distal end and no other anomalies were noted. Sem analysis was completed and showed that the core wire fracture/separation surfaces presented evidence of smearing characteristics as well as ductile dimples. Pulling or tension motion could be related to these surface characteristics. However the exact cause of the possible separation could not be conclusively determined based on this analysis. Cutting as the root cause was discarded since the fracture sites did not present any characteristics typical of this failure mode. There was no evidence of corrosion or pitting found in the sample. Additionally, the coil was removed from the core wire using a soldering gun in order to look for corrosion or pitting near the fracture area. There was no evidence of corrosion or pitting in the adjacent areas. Functional analysis of introduction of the returned delivery wire through a lab sample microcatheter and introducer was performed. The returned section of the delivery wire advanced through the microcatheter without any resistance/friction and when the delivery wire was removed no further anomalies were noted. Analysis of the returned device confirmed the separation of the delivery wire. Although the reported withdrawal difficulty due to snagging on the stent could not be evaluated with the returned device, with functional testing the returned section of the device advanced through the microcatheter without any difficulties. Procedural factors/vessel characteristics contributing to device interaction with the stent during withdrawal appear to have impacted the event. The analysis, including sem examination did not present with any indication of manufacturing defect or anomaly. The manufacturing records indicated that the product met specification prior to shipment. Therefore, no corrective actions will be taken at this time.

Event description:
The physician had an enterprise delivery system malfunction. It was reported that the wire snagged on the tines of the stent and the wire sheared off and remained in the patient. The device is available, but there are no other details at this time.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.